Event description:
The ICD was explanted when noise with observed on stored and real-time electrogram. The noise caused fib detection, however, when the device began charging, the noise was not present. This caused the therapy to abort. The pt underwent a colonoscopy the previous day. During the procedure the device was disabled using a magnet. The device was explanted.